Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Final analysis found high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. No further anomalies were detected.

Event description:
It was reported, that the patient presented in clinic for follow-up. Upon interrogation, it was found, that the patient's pacemaker had exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.